Event description:
It was reported that post a biliary stent placement procedure, a ductal perforation occurred. The 8.5fr flexima biliary stent had been placed in the common bile duct (cbd) two days prior. The patient underwent a CT scan which revealed that "it was possible that the stent end perforated through the cbd". Approximately 5 days later, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure, however, the physician was unable to visualize the stent perforation. The biliary stent was removed via unspecified means and an unspecified percutaneous transhepatic cholangio-drainage (ptcd) tube was placed. The patient was placed under observation in "stable" condition. In the physician's opinion, "the event is not related to the product because there was no issue during placement procedure. It is possible that the event could be related to another procedure prior to the placement procedure".

Manufacturer narrative:
The complainant indicated that the device had been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.